Event description:
It was reported that during an atrial fibrillation (a-fib) procedure, the patient¿s heart rate went up and the blood pressure dropped. A soundstar catheter confirmed a perforation. The physician reversed the blood thinner. The patient was reported stable and under observation. Additional information was requested to the customer to obtain detailed information regarding the event and it was stated that when the physician was almost finished with the isolation of all pulmonary veins, the patient¿s heart rate went from 80 to 110 in sinus rhythm. The patient¿s systolic blood pressure went to 80. A soundstar catheter was used to check the effusion and it was confirmed by intracardiac echocardiography (ice). The physician discovered fluid in the pericardial space and immediately withdrew the catheters from the left atrium and reversed all the heparin. For an hour and a half the physician monitored the effusion and found no increase in size or volume of the fluid in the pericardial space and sent the patient back to their room for monitoring over night.

Manufacturer narrative:
Concomitant products: carto 3 system, us catalog #: fg540000, serial #: (B)(4); cool flow pump, us catalog #: cfp002 serial #: unknown; stockert 70 system, us catalog #: s7001, serial #: unknown; webster 20 pole, us catalog #: d728260rt, lot #: 15719211m; lasso nav variable eco, us catalog #: d134302, lot #: 15676472l; soundstar 10f-90, ge, us catalog #: sndstr10g, lot #: g3010206. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (a-fib) procedure, the patient¿s heart rate went up and the blood pressure dropped. A soundstar catheter confirmed a perforation. The physician reversed the blood thinner. The patient was reported stable and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. In addition, a deflection test was performed and the catheter passed. Finally, the catheter was tested for eeprom, 4 khz and calibration functionality. The catheter failed during calibration functionality test. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The catheter failed on calibration test. However, this failure mode is not related with the perforation. The root cause of the perforation remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).